Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, and h10.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: medical products: tmj system left standard offset mandibular component 50mm / 9 hole, item #24-6561, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after a temporomandibular joint procedure that the patient experienced a revision due to pain and swelling. Surgeon suspects previous surgeon placed joint too close to the ear canal. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Attempts have been made and additional information on the reported event is unavailable at this time. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.